Event description:
It was reported that there was event with a aggressive barrel burr, sterile. According to the information received, the shaver attachment rotates its own sheath away without strong through being exerted. This causes metal chips to be milled off and enter the patient's tissue. Information about patients health was not provided. Additional patient information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. After a detailed examination of the shaverblade, it can be assumed that it was bent very strongly during application via the handpiece in order to achieve an even more efficient cutting force. The handpiece is used as a "lever", which means that the shaver is bent. Also make sure that sufficient cooling of the shaverblade is ensured by the suction on the handle. The rotation generates heat, which causes the metal to expand. It can therefore be assumed that the milling head has made contact with the distal end of the shank due to the strong heating and bending. The shaverblades deform. The deformation eventually leads to metal abrasion. The event is filed under internal karl storz complaint ID (B)(4).